Event description:
It was reported that the patient presented in clinic for a follow-up. It was noted that the atrial lead had dislodged via x-ray. The lead was repositioned successfully on (B)(6)2023. The patient was in stable condition.